Event description:
In 2003, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Computed tomography angiography (cta) scans were performed in 2007 and in 2009. The following month, follow up angiography revealed aneurysmal growth; however, the amount of growth is unknown. Images were sent to gore for evaluation. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other gore devices related to this event: pcl161007 and pcc121000.